Event description:
It was reported that the customer had an unspecified cartridge issue. During trouble shooting it was discovered that the customer did not perform the air removal step while loading the cartridge. Cts educated caller to always ensure any gaps/air bubbles are removed from the cartridge and tubing when they complete the fill tubing step takes space where insulin should be and can affect insulin delivery. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level.